Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 22-24mm x 3.5mm, eccentric, de novo target lesion was located in the mildly calcified left anterior descending artery (lad). Following a 6fr non-bsc guide catheter and a non-bsc guide wire, predilation was performed using a 3.0x20mm maverick2 balloon catheter. A 24x3.50mm omega¿ bare metal stent was then selected for use and advanced to treat the target lesion but met significant resistance and failed to cross the lesion. The device was removed and it was found that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.